Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Reportedly, the customer hasn't addressed high bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.